Manufacturer narrative:
(B)(4). Batch #: v9410r. Additional information was requested and the following was obtained: could you please confirm what is the severity of the burn in the bowel? By the observation of the general surgeon it was suggested to remove that portion of the bowel due to the burn. A degree of the burn was never technically determined. What medical intervention was used to treat the burn? Portion of the bowel that was burned was removed. Are there any anticipated long-term effects from the burn? Unknown did the procedure have to be converted to open? Yes the procedure was converted from laparoscopic to an open small bowel resection. Did the patient need any different type of post op care due to this issue? Yes, but details are unknown. What is the current status of the patient? Unknown. What is the surgeon¿s experience with the device? Yes, the surgeon has been using harmonic for over 5 years. Is the surgeon is aware that the active blade remains hot after use as stated in the IFU? The surgeon is aware the active blade does get hot. What heat management techniques were utilized to prevent thermal injury throughout the procedure? Unknown approximately how long was the device used in the procedure unknown how long after stopping activation did the device touch and scorch the tissue? The surgeon stated approx. 15-20 seconds. Was the post op care of the patient changed in any way as a result of this experience? I believe the patient stayed at least overnight as opposed to going home same day. The surgeon stated the patient is doing ok. Specifically for the "the tip blanched the tissue without activating": how long after stopping activation did the device touch and blanche the tissue? The surgeon said 15-20 seconds. Was there any medical or surgical intervention required? The portion of the bowel was resected. What was done to address the blanched tissue? The portion of the bowel was resected. Investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. The device was returned with no apparent damage. The device was connected to a test hand piece and tested on a gen11. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device. In addition the device was activated during one minute and no thermal issues were detected. No issues could be identified that could have caused the reported 'unintended thermal injury' issues. The instrument was disassembled to inspect the internal components, no evidence was found that could have caused the reported activation issues. The event described could not be confirmed as the device was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Event description:
It was reported during a bilateral salpingectomy after the surgeon transected the right fallopian tube he looked through the camera and noticed that the harmonic came into contact with bowel and scorched it. The surgeon transected a portion of the bowel. When he was doing the left side, he transected the broad ligament with a new harmonic device. After that activation he took another bit. He noted that the tip blanched the tissue without activating the device. Unknown how the procedure was completed.